Event description:
Pt suffers from cp and paraplegia with some purposeful movement in the extremities. Pt is nonverbal. On 12/28/97 pt was found by cna with right leg in bed side rail. Because the pt was crying out as if in pain an x-ray was ordered. Results indicated a fracture to the mid diaphysis of the right femur. Pins were placed in the pts leg and the pt remained in traction and in the hosp until 1/27/97.